Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a bariatric procedure the device was fired on thick tissue while using a green reload. The blade advanced all the way to the distal end and the device locked out. The manual over ride was used to bring the blade back and open the jaws. A second like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch number: r5779h. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60g cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The device opened and closed without any difficulties noted. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.